Event description:
It was reported that during the implant procedure, the stylet could not be fully inserted into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor blood/fluid obstruction; the full lead was returned for analysis. The blood in the distal most likely entered through the is-1 pin, no inner insulation breach was observed.